Manufacturer narrative:
G4:22jan2021. B4:25jan2021. The field service engineer (fse) determined the power supply needed to be replaced. The fse replaced the power supply and the issue was resolved. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The power supply was returned for failure investigation. The customer's complaint was verified. The returned unit had no output voltage. The root cause is failure of the power supply.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
The customer reported the ventilator does not display power in the light emitting diode (led), the battery is dead, there is no power to the ventilator and it would not power on. There was no patient involvement.